Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8184944; medical device expiration date: 2021-06-30; device manufacture date: 2018-08-29; medical device lot #: 8145539; medical device expiration date: 2021-04-30; device manufacture date: 2018-07-19. (B)(6). Investigation summary: a device history review was conducted for lot number 8184944 & 8145539. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was subjected to leakage testing; based on the results of our examination our quality engineers determined that the leakage was originating from a crack in the adapter. A review of the manufacturing process was unable to identify any potential causes for the observed damage. Investigation conclusion: based on reported record, the customer ¿other¿ defect, however the sample was evaluated and was found a crack on housing component; however, we were not able to associate this crack to the mfg process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. Process fmea (B)(4) and eura (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. Root cause description: based on investigation results to date, the root cause for manufacturing process cannot be determined. Rationale: based on an evaluation of severity and frequency and the conclusion of investigation and root cause it was determined that no corrective action is required at this time.

Event description:
It was reported that 3 bd connecta¿ stopcocks with valve and extension tubing had faulty valves at the injection port on their respective extension lines, which led to backflow through the patient's cannula. Per bd investigation, a crack was found on the "housing component" of the device. The following information was provided by the initial reporter: "faulty valve at injection port on 100 cm extension line on 3 occasions led to backflow through patient¿s cannula." Per bd investigation entered on 2019-03-26: "based on reported record, the customer ¿other¿ defect, however the sample was evaluated and was found a crack on housing component; however, we were not able to associate this crack to the mfg process.¿